Manufacturer narrative:
The review of the manufacturing paperwork verified that the lot met all pre-release specifications. According to the gore® tag® thoracic endoprosthesis instructions for use (IFU), complications associated with the use of the gore® tag® thoracic endoprosthesis may include but are not limited to endoleak and aneurysm enlargement. (B)(4).

Event description:
On (B)(6) 2011, this patient underwent an endovascular repair of rupture of an aneurysmal false lumen using two gore® tag® thoracic endoprostheses. No issues were reported. The patient tolerated the procedure. On (B)(6) 2011, one month follow-up imaging showed no issues. The diameter of the aneurysm was 67mm. On (B)(6) 2011, the patient was discharged. Subsequent follow-up imagings showed that the diameter of the aneurysm shrunk to 35mm. No issues were reported. On (B)(6) 2012, two year follow-up imaging showed that the diameter of the aneurysm enlarged to 40mm. Non-contrast CT was performed, so it was unknown if any endoleaks were present. Subsequent follow-up imagings showed that the diameter of the aneurysm shrunk to 39mm. Non-contrast CT was performed, so it was unknown if any endoleaks were present. On an unknown date in 2015, the patient expired at another institution. The cause of death was reported to be unknown; however it was reported to be other than rupture of the aneurysm treated with the devices. According to the cro in (B)(6) no further information is available.